Manufacturer narrative:
Section g3: additional information. Section d4 & h4: device serial number was requested, but was not provided. Manufactures investigation conclusion: the reported event of no external power alarm was confirmed with the log file retrieved from the returned system controller the log file captured a no external power alarm event on february 25. The alarm was active relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate within the stored speed values. Power was restored shortly after and the no external power alarm cleared. The additional information communicated on (B)(6) 2020, indicated the serial number to the mobile power unit was unavailable and no other equipment will be returned for an evaluation. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit serial number is unavailable associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, and UDI are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report #2916596-2020-01183. It was reported the patient had a backup battery fault alarm and the controller was exchanged. There was an additional finding of a no external power alarm event on (B)(6) 2020 in the submitted log file. The alarm was active relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate within the stored speed values. Power was restored shortly after and the no external power alarm cleared.